Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an inaccurate erratic issue with his one touch ultra meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on the "morning" of (B)(6) 2011. He obtained glucose results of "134 and varied results of over 100 mg/dl" on the subject meter, done less than 20 minutes apart of each other. The patient stated that he manages his diabetes with insulin (self adjuster) and due to the alleged issue on (B)(6) 2011 he took his usual dose of medication (10u). He claimed the "next day" on (B)(6) 2011, after the alleged issue started, he felt "chapped lips, yeast infection, burning and frequently urinating". The patient denied receiving any form of medical intervention in response to his symptoms. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 (01/19/2012)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(6), 2011 the meter was tested and no faults were found. On (B)(6), 2012 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.